Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced a high blood glucose level of over 600 mg/dl. The customer removed the infusion sets and needles were no longer in the infusion sets. The device was not returned.